Event description:
It was reported that a malfunction occurred on the pump following a cat scan. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and provided information on how to perform a reset. The pump functioned normally after the reset, and the customer was advised to continue using the pump and to call back if any malfunction recurred.